Event description:
It was reported that drill gets heated up while working. The procedure was completed with a backup device with no patient harm nor delay.

Manufacturer narrative:
The device was used in treatment and was returned for investigation. It was reported that the drill gets heated up while working. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. A drill test was run with the returned drill. It did not exceed 76000 rpm and started smoking after a couple seconds of the test. There was also an abnormal noise. The noise and subsequent smoking of the drill is consistent with a broken motor shaft driver in the drill. From previous reports we know that this is caused by excessive cutting forces, especially over time. The malfunction is most probably due to expected wear / tear.